Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field experience of noise and inappropriate shocks were verified via the stored egms. It is believed that an integrated circuit is anomalous.

Event description:
It was reported that noise on ventricular channel during interrogation. Inappropriate shocks occurred. Connector issue suspected. This device was explanted.